Event description:
During clinic visit progav valve was checked. The setting was to be at 20 cm of water. When checked the valve was set at 8 cm of water. The valve was then re-set to 20 cm of water and confirmed with programmer. Patient had a MRI one month prior, the valve is said to be MRI compatible. It does not require confirmation of valve setting after MRI performed.